Event description:
A medtronic representative reported that while in a right total hip surgery, the system monitors went black during navigation. The system was re-booted and returned to proper function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight unavailable from the site. Medtronic representative following-up at the site performed a navigation system checkout, all areas passed. The reported behavior could not be replicated, system functioning normally. All tests are within specifications. Computer and monitors were tested with no fault found. No return of suspect devices is expected.